Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose and emergency medical service were called. It was also stated that the insulin pump was on manual prime screen while the customer was connected. No add'l info was provided at the time of call.